Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's eye on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to extremely high pressure and angle closure glaucoma. The lens was removed with no complications. The reporter stated a possible cause of the event was an excessive vault of the lens, which may have blocked the pis. The patient's intraocular pressure returned to normal after the lens was explanted. The patient's current bcva is 20/20. The lens was lost on the sterile field.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No - lens was lost on the sterile field. Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens was lost on the sterile field.